Manufacturer narrative:
Results: the jetd was fractured approximately 131.0 cm from the hub. The jetd was kinked approximately 12.0, 17.0, 19.0, 77.5, and 82.0 cm from the hub. The jetd was ovalized approximately 73.0 and 122.0 thru 128.0 cm from the hub. The jetd started to stretch approximately 129.0 cm from the hub . Conclusions: evaluation of the returned jetd confirmed that the catheter was fractured. If the catheter is retracted against resistance, damage such as fracture may occur. The neuron max identified in the complaint was not returned for evaluation; therefore, the root cause of resistance could not be determined. During the functional test, the damaged jetd was advanced through a demonstration neuron max without an issue. Further evaluation of the returned jetd revealed that the catheter was kinked, ovalized, and stretched. The stretching likely occurred from retracting against resistance prior to the fracture. The kinks and ovalization were likely incidental to the reported complaint. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
Additional 510(k)# that also applies to this complaint: k133317. This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jetd reperfusion catheter (jetd). During the procedure, the physician made a pass using the jetd with a neuron max 6f 088 long sheath (neuron max). However, while retracting, the jetd tip broke off inside the distal end of the neuron max. Therefore, the neuron max was removed with the broken tip inside. The procedure was completed using a new jetd and the same neuron max. There was no report of an adverse effect to the patient.